Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full examination of the device could not be conducted because the patient remains ongoing on vad support. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that the electrical spark has now been described from the hospital team as a potential percutaneous lead exit site infection. The infection site was treated with chlorhexidine and local antibiotics. The patient was then discharged with no further issues.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 11 months post-implant, it was reported that the percutaneous lead exit site appears to be infected. The patient reports feeling "an electrical spark" at the percutaneous lead exit site approximately 3-4 times a day. It was also reported that no events or alarms were observed and the pump has been functioning properly. An x-ray and examination of the percutaneous lead was suggested.

Manufacturer narrative:
The patient's age was not reported to the manufacturer. Approximate age of the device is 2 years and 11 months. The device remains implanted and in use by the patient. The event occurred at (B)(6) in (B)(6). No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.